Event description:
Customer alleged chair shot off the side of the ramp then went into a spin. No injury alleged.

Manufacturer narrative:
(B)(4) - RMA (B)(4) has been initiated for this issue. Model tdxsp-mcg, (B)(4) is approximately 1 year 6 months old. The owner's manual part number 1143190 rev j (nov-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, (B)(6). The consumers preexisting medical condition states he has cerebral palsy. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device states that a motor and joystick have previously been replaced. The dealer stated that the consumer was going down his ramp when the power chair allegedly went off the side of the ramp and then went into a spin. The consumer is allegedly afraid to use his power chair. He is currently using his old chair. No injury. The power chair is to be returned to invacare for an inspection and evaluation.